Event description:
Lost full use of right arm. Constant chest pain. Difficulty with breathing and sleeping. Extreme fatigue. Implant leakage. Capsular contracture, pagets disease, joint stiffness and pain in right shoulder and chest. Arm aching and numbness, muscle fatigue, breast tenderness, chest pain, coldness and pain of right breast, right implant migrated under arm. Implant wrinkles and scars.